Manufacturer narrative:
Updated: a1, a2, a4, a5, a6, b2, b3, b4, b5, b6, b7, and d3. D9: on 25-mar-2025. H3: one device was returned for analysis. Visual inspection found a degraded (dso) downstream occlusion seal. Functional and visual tests were performed, and the reported issue could be duplicated. The dso seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
Additional information was received that there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed error code 45630 and an update was needed. There was unknown patient involvement. No patient harm/adverse event was reported.